Event description:
During a call that the customer made to report high blood glucose levels, the customer reported that she had been hospitalized last year due to low blood glucose levels. The customer did not recall the blood glucose reading at the time of admission. The customer stated that she may have experienced low blood glucose levels because she was eating less due to having the flu at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.